Event description:
Customer called to report that reagent probe b on the unicel dxc 600i synchron access clinical system was leaking intermittently. Customer could not locate the leak source, nor could customer identify the fluid that was leaking. Customer requested onsite service. On (B)(6) 2011, customer reported to the customer technical specialist (cts) that the leaking was first observed on (B)(6) 2011, and noticed again on (B)(6) 2011. The beckman coulter, inc. Identifier for the report based on the first leak was (B)(4). (Please see medical device report, medwatch #2050012-2011-08108 for the first leak.) On (B)(6) 2011, the field service engineer (fse) performed precision runs for creatinine and blood urea nitrogen (bun) to observe reagent probe function, and observed no errors. The fse then cleaned the reagent probe a collar wash vacuum valve and ordered a new valve for the instrument. On (B)(6) 2011, the fse returned and replaced the reagent probe a collar wash vacuum valve, after which instrument performance was verified to ensure that the services performed effectively resolved the instrument issue. Customer stated that although erroneous patient results were generated, the results were amended prior to patient treatment; therefore, patient treatment was not affected. Also, customer stated that no one was harmed by or exposed to the leak. Three attempts were made to obtain patient result data from the customer on (B)(4) 2011. As of (B)(4) 2011, no result data, either verbally or electronically, has been provided. It is not known which chemistries were affected during this event nor the date(s) erroneous results were generated.

Manufacturer narrative:
(B)(4).